Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Re-opened upon receipt of the device: visual evaluation of the returned device finds damage to the fixation surface. The observed damage made further evaluation not possible. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 150400125, lot number 8738957. Device history review: product code 150400125, work order 8738957 was manufactured on 16 feb 2018. 12 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that when the nurse opened the 5n cr femur the surgical tech noticed a small fragment of what appeared to be a small pebble that looked like rust (copper color) wedged in between the lug and outside of implant. The implant was not implanted and was set aside. No adverse event occurred to the patient. Femur will be returned.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Re-open upon receipt of the device visual evaluation of the returned device finds damage to the fixation surface. The observed damage made further evaluation not possible. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150400125, lot number 8738957 device history review: product code 150400125, work order 8738957 was manufactured on 16 feb 2018. 12 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.